Event description:
It was reported that the patient received inappropriate shocks. It was noted there was high impedance, high thresholds and oversensing on the right ventricular (rv) lead. It was also reported the sensing went down. The lead was found to have migrated in the pocket. The lead was partially removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned, analyzed and the distal portion of the lead was fractured. It was noted that there was high right ventricular pacing impedance, oversensing, and the right ventricular lead alert triggered. Save to disk analysis indicates that there was 1 - patient alert for lead failure predictor on (B)(4) 2013. - patient alert for out of tolerance sub threshold lead impedance (B)(4) 2013. Daily pace lead trend data shows an increase for ventricular pace bi impedance = 703 to 4047 ohms peak between (B)(4) 2013. Ventricular short interval count ventricular short interval counts =2747 counts, in 0.86 day, between (B)(4) 2013. Concomitant medical products: product ID d264vrm implantable cardioverter defibrillator (ICD). (B)(4).